Event description:
It was reported to boston scientific corporation that a needle knife - sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the device was passed through the scope, the needle was extended once and then retracted successfully. Again it was extended in the correct position and the doctor attached the electrical lead and applied an electric current. This is when needle broke off. A 5mm of the needle is still inside the patient. The doctor tried to retrieve it but could not grasp the needle. Doctor has decided to leave the needle in the patient without further intervention. The needle was stuck to tissue but was dislodged when doctor attempted to retrieve it. The procedure was completed with another needle knife - sphincterotome. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a needle knife - sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the device was passed through the scope, the needle was extended once and then retracted successfully. Again it was extended in the correct position and the doctor attached the electrical lead and applied an electric current. This is when needle broke off. 5mm of the needle is still inside the patient. The doctor tried to retrieve it but could not grasp the needle. Doctor has decided to leave the needle in the patient without further intervention. The needle was stuck to tissue but was dislodged when doctor attempted to retrieve it. The procedure was completed with another needle knife - sphincterotome. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a needle knife - sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the device was passed through the scope, the needle was extended once and then retracted successfully. Again it was extended in the correct position and the doctor attached the electrical lead and applied an electric current. This is when needle broke off. 5mm of the needle is still inside the patient. The doctor tried to retrieve it but could not grasp the needle. Doctor has decided to leave the needle in the patient without further intervention. The needle was stuck to tissue but was dislodged when doctor attempted to retrieve it. The procedure was completed with another needle knife - sphincterotome. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted. The broken end of the needle/ wire appeared blackened and in the shape of a ball weld. Functionally, when the handle was activated, the needle failed to extend out of the catheter. The extrusion at the distal tip was cut open and the same functional check was repeated. On this attempt, the needle extension to the tip was measured to be approximately 0 mm . Based on the manufacturing specification of exposed needle knife wire, it appears that the distal end of the needle/wire, measuring approximately 3 - 7 mm, detached from the device and was not returned. The od of the distal end of the needle (cut wire) was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the needle broke off/ detached from the device. During manufacturing, tome devices are 100% inspected for needle (cut wire) integrity and extension so the needle detachment likely occurred due to contact with some part of the scope and/or higher power settings. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4). (Medical intervention required). (B)(4). "Wire" relates to "break" for the reported event of needle / wire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.